Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 200 ohms in the right ventricular (rv) channel. Additionally, a defibrillation threshold (dft) test was performed, and it failed; therefore, the patient required external cardioversion. The patient was noted to be on medication. This ICD remains in service. No additional adverse patient effects were reported.